Manufacturer narrative:
(B)(4): it was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no add'l info was available, add'l info has been requested. (B)(4).

Event description:
Literature: bhatia s, zhang k, oh m, angle c, whiting d. Infections and hardware salvage after deep brain stimulation surgery: a single-center study and review of the literature. Stereotact funct neurosurg. 2010;88(3):147-155. Summary: this article described the incidence and management of infections in pts who rec'd deep brain stimulation (dbs) between august 1997 and may 2008 in a single institution over the past 11 yrs. A database of 270 pts with 484 implants was used, with 56 unilateral and 214 bilateral implants. All pts were followed-up for at least 6 months. Infection was diagnosed by either adequate clinical or positive microbiological evidence. Incidence, clinical characteristics and management of infections were analyzed. The overall infection rate was found to be 9.3% by pts (n=25) and 6.8% by episode/implants (n=33). The median time of infection after implant was 64 days. Comorbidities were more frequent in infected pts. Infection rates decreased from 14.3% to 4.9% after (B)(6) 2003 when the surgeons began a low profile burr hole cap and extension and in the second stage of the surgery, started tunneling in a manner that allowed connection of the extension wire with the electrode w/o reopening the previous frontal incision. Overall there were 19 frontal burr hole, 11 connector site and 14 internal pulse generator (ipg) site infections. Chronic skin erosion was the chief cause of hardware-related infection. Reportable event: a (B)(6) male smoker with parkinson's disease and "other infections" experienced repeated deep infections with purulent drainage in both the right and left postauricular connector site regions and the left chest ipg site 37 days after implant. A culture came back positive for (B)(6). The pt underwent incision and debridement with removal of both left and right systems and was treated with intravenous antibiotics. Antibiotic treatment continued for at least 6 weeks. A weekly f/u was undertaken with examination of the wound until it was completely healed. See MFR report #3007566237201104171 for a copy of the literature article. See MFR report #3007566237201104212 regarding the pt's other dbs system.